Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced multiple unknown sensor issues. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
Dexcom was made aware on (B)(4)2018, that on (B)(6)2018, the patient experienced an early sensor expiration. Data was provided for evaluation. Confirmation of the reported event of early sensor expiration could not be determined. The root cause could not be determined.